Event description:
Reportedly, during pt use, the ventilator alarmed audibly and the screen turned black, and the ventilator stopped ventilating. The pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Eval summary: eval of the returned ventilator confirmed that l12 inductor on the control board was shorted between pins 3 and 4 causing the ventilator to malfunction. Replacing the control board resolved the issue. Although requested, pt info could not be obtained.